Event description:
During an abdominoplasty procedure, the suture broke. The surgeon applied another product. The hospital reported that no pt injury had occurred.

Manufacturer narrative:
6/2/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.